Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The patient was treated with antibiotics and the cardiac resynchronization therapy pacemaker (crt-p) was explanted. A replacement device was later implanted. No further patient complications have been reported as a result of this event.